Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: details for gentamicin component of combination product: dmf# - 13704, trade name ¿ gentamicin sulphate, active ingredient(s) ¿ gentamicin sulphate, dosage form - powder, strength ¿ 1.0g active in our cements. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Replaced surgical intervention with device revision or replacement.

Event description:
Patient received a right knee revision to treat pain, stiffness, discomfort, and swelling secondary to loosening of the tibial tray. Upon entering the joint, the surgeon evacuated straw colored fluid and removed periarticular scar tissue. Intraoperative rom identified restricted movement in flexion and extension. The tibial tray was grossly loose and debonded at the cement to implant interface and revised. There was no reported product problem with the revised tibial insert. The patella and femoral components were well-fixed and retained. The patient received a depuy revision tibial construct utilizing depuy cement. The surgeon notes the patient¿s rom was improved after revision of the tray. The procedure was completed without complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history was reviewed 10 feb 2020. 1 unrelated non-conformance on this lot number.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain, swelling and loosening of the tibial component at the cement to implant interface. Depuy cement was used. It was also reported that the tibial tray looks to be loose on x-ray, so the surgeon revised the tibial tray. The tray popped out after a few moderate taps around the base of the tray. There was no cement stuck to the underside of the tray. The femur and patella are well fixed and were retained. The tibial insert and tibial tray were retained by the hospital for the patient's lawyer. Doi: (B)(6) 2017, dor: (B)(6) 2019, right knee.